Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch " rn attempted placement of PICC line. When line was placed, it was noted that the hub was leaking. Line removed. This necessitated another kit and attempt being made. Any leak has the potential for infection, which is why the whole hub needed to be replaced. Taking the hub apart and removing the wire beforehand to test for proper fit also introduces the opportunity for infection. This has happened a minimum of 2 times within the last 4 weeks, both occurring with the "powerpicc catheter and sherlock 3cg tip positioning system stylet." This report addresses the second event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Light usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, a leak was observed at the junction between the injection cap and the luer adapter. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the cap. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The molding defect observed within the luer orifice prevented firm attachment with the cap and resulted in leakage at the interface between the catheter and the cap. Bd is working closely with manufacturing to prevent recurrence of the reported event. A lot history review (lhr) of refy1242 showed forty-six other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch " rn attempted placement of PICC line. When line was placed, it was noted that the hub was leaking. Line removed. This necessitated another kit and attempt being made. Any leak has the potential for infection, which is why the whole hub needed to be replaced. Taking the hub apart and removing the wire beforehand to test for proper fit also introduces the opportunity for infection. This has happened a minimum of 2 times within the last 4 weeks, both occurring with the "powerpicc catheter and sherlock 3cg tip positioning system stylet."